Event description:
It was reported that a portion of the depuy spine lumbar cage broke off during insertion. The broken fragment was removed. The surgeon felt confident that the cage was firmly in place and it was left in the body. Situation did not result in any adverse consequence to the pt. If this were to recur it could result in surgical intervention and an MDR is being filed to document this event.